Event description:
I was getting a root canal. The dentist was using a small file to clean the canal when the file broke inside my tooth. The dentist was unable to recover the piece of device. It is still in the root of my tooth. FDA safety report ID # (B)(4).